Manufacturer narrative:
The sureform 60 stapler instrument and the white 60 reload accessory involved with this reported event are not being returned; therefore, failure analysis investigations cannot be performed. The stapler logs revealed no relevant reload issues. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field b3 is blank because the event date was unknown. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that after a da vinci assisted right hemicolectomy, the patient experienced a staple line bleed. The surgeon was not able to provide the date of this event, but stated their technique for the procedure has not changed. The surgeon said they perform an intracorporeal anastomosis using the sureform 60 stapler instrument. Two sureform 60 blue reloads are used to divide the bowel. A sureform 60 white reload is used for the side-to-side anastomosis. The surgeon said there were no errors received during the stapler fires of this procedure, there were no obstructions to this fire, and surgeon did not staple over an existing staple line. After the completion of the fire, the staple line is confirmed to be in good condition. The surgeon checked the entire abdomen and found no bleeding; the patient was then closed, and the procedure completed. However, approximately 24-36 hours post-operation, the patient experienced bowel movements with red bleeding. The surgeon believed this was a result of a staple line leak from the side-to-side anastomosis. The patient required additional hospitalization, extending their stay about 2-5 days.